Manufacturer narrative:
The subject device of this report has been returned and evaluated, which identified foreign, reddish material exposed in the distal end area. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device leakage from the distal end. The reported problem was found during reprocessing. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining on the device likely occurred due to not being reprocessed properly. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "5.2 importance of cleaning, disinfection, and sterilization the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-dec-2021.